Event description:
First pass, without problem, second pass performed and tissue specimen obtained - when retracting device, the handle pulled away from the needle. Occurred outside of the body without incident to patient.